Manufacturer narrative:
The pad-pak was first installed successfully on (B)(6) 2010. The pad-pak was removed from the device. The pad-pak was reinstalled and removed again after passing a self-test on (B)(6) 2012. The pad-pak was installed and passed a self-test in (B)(6) 2013 and performed to specification up to (B)(6) 2014. Multiple manual power ups of mainly ten minute duration were recorded between (B)(6) 2014 and the final history log entry on (B)(6) 2015. During this time the pad-pak became depleted. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.